Event description:
It was reported that prior to the implant procedure the helix of the right ventricular lead was tested and was reported to be functioning well. During the attempt to position the lead, the r wave was not capturing resulting in multiple attempts to position the lead and the helix would not extend or retract. It was further reported that the thresholds had increased and it was felt that the lead had been damaged during the implant attempts. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).